Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and bacterial infection at the implant site. Subsequently, the patient was treated with IV antibiotics (date and duration not reported) and oral antibiotics (date not reported) for 4 weeks; however, the issue could not be resolved. The device was explanted on (B)(6) 2025.